Event description:
The reporter stated that reporter did back to back blood glucose tests, within 5 minutes of each other, using separate fingersticks. Readings were 82, 132, and 92 mg/dl. Reporter did not have any symptoms. A control test of 151 was high out of range. The report noted that pt cleans the meter/strip holder with alcohol. On f/u, the reporter stated that pt has no problem getting a good drop of blood, and checks the confirmation dot for enough blood. A control test with new solution had a result that was out of range, low. No harm was alleged.